Event description:
Customer contacting cts to report an events of a false negative results issued by the provue to a visually confirmed w-1+ reaction in an mts anti-igg gel card for ahg crossmatch test during their validation testing. (B)(4).

Manufacturer narrative:
On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site and performed gripper leveling adjustment and handler adjustments. Fe performed all reader camera alignment and reading adjustments. Customer repeated the crossmatch; expect 1+, received 1+ from provue, ran qc and accepted analyzer back in to normal operation. Customer will continue validating crossmatch testing on provue. Repairs have returned this instrument to expected operation. The investigation determined that the most likely root cause of this event was instrument related.